Event description:
It was reported that the patient presented in clinic feeling pacing. Upon review it was discovered that the right ventricular lead exhibited loss of sensing and loss of capture. X-rays showed that the right ventricular lead was up in the superior vena cava. The physician decided perform programming changes to turn down the ventricular output since the patient doesn't need the ventricular lead. The patient was in stable condition.